Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion cannula was kinked due to occlusion issue blockage located at site and patient faces symptoms within 3 hours of insertion. The site of insertion is upper buttocks and the blood glucose level was very high. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.